Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope button detached from the inserter early. The piece that screws into the button was missing threads. This was discovered during a case with no patient effect. Delay minimal under 15 minutes. Procedure completed using another tightrope.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.